Event description:
This patient with unresectable hcc, triaditis and cirrhosis, received 132.84 by of therasphere via right hepatic artery in 2002. During extended recovery, patient complained of abdominal and back pain, scoring 9/10 on a 10/10 pain scale. Pt was given 3mg mso4 IV approximately 1.5 hours after the thermasphere procedure. Pt had a history of low back pain exacerbated in supine and pre-existing, intermittent abdominal pain controlled with oral analgesics. However, due to close timing to thermasphere treatment, it is possible that this pain was related to thermasphere treatment.